Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code/ remove unexpected medical intervention FDA code : 4641 - correction/additional information.

Event description:
Subsequent to the initial MDR, additional information was received 12/17/2023. It was reported that an unspecified transmitter malfunction occurred. Date of event is an approximation. On (B)(6) 2023, the patient¿s transmitter was not working which end up the patient being readmitted to the hospital. There were no details of what the continuous glucose monitor (cgm) device was reading during this event or how it "stopped working¿. Of note, no blood glucose (bg) meter readings were not provided nor how long the patient stayed in the hospital. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available. No additional patient or event information is available.

Event description:
It was reported that an unspecified transmitter malfunction occurred. Approximately on (B)(6) 2023, the patient¿s transmitter was not working which end up the patient being readmitted to the hospital. There were no details of what the continuous glucose monitor (cgm) device was reading during this event or how it "stopped working¿. Of note, no blood glucose (bg) meter readings were not provided nor how long the patient stayed in the hospital. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. The allegation was undetermined and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.